Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during energization of the device the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken end of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The other section of the cut wire (from the distal pierce hole) was missing and not returned with the device. Further analysis, of the anchor at the distal pierce hole was found to be intact; indicating the cut wire was soldered correctly during manufacturing. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during energization of the device the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.